Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred resulting in the customer reverting to manual injections for insulin therapy. Reportedly, the cartridge had been in use for 2 weeks. Blood glucose level was 276mg/dl at its highest. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing) and using pump supplies per labeling.